Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that after implantation the patient experienced pain, recurrence, bleeding, dyspareunia , neuromuscular problems, urinary problems and bowel problems. It was reported that the patient underwent mesh removal in approximately (B)(6) 2012. No additional information provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystoscopy due to sui. It was reported that the patient underwent excision of mesh, cystoscopy, hydrodistension and bladder instillation on (B)(6) 2012 due to vaginal foreign body and painful bladder syndrome. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence, interstitial cystitis, bladder spasms, urinary frequency, nocturia, vaginal dryness, and hematuria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.